Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode while cgm was still in the 2-hour-start-up period, during which cgm does not display any glucose readings. Paramedics were called and they treated patient with glucose.at the time of her call to dexcom technical support, patient was feeling better.